Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, high ventricular rates (hvr) due to noise oversensing on the right ventricular (rv) lead were observed. The patient is pacemaker dependent. The patient had no symptoms. The noise oversensing issue was resolved by replacing the device system. The lead remained implanted. No patient consequences were reported.